Manufacturer narrative:
(B)(4).

Event description:
It was reported on 02sept2022, the spring wire guide (swg) would not go through the needle. When it was taken out, it looked like it was bent while it went through the needle. No medical intervention was needed. No patient injury, consequence or harm was reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on 02sept2022, the spring wire guide (swg) would not go through the needle. When it was taken out, it looked like it was bent while it went through the needle. No medical intervention was needed. No patient injury, consequence or harm was reported.